Event description:
Customer reported that the tip of the instrument broke during use. Sales rep confirmed that the broken piece was removed from the pt. The surgeon experienced a delay of 45 minutes in order to remove the broken piece and gather a back-up set from another hosp. No pt injury or complications were noted.